Manufacturer narrative:
This is an initial report. In investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect i1000sr analyzer has generated discrepant results for one patient. In 2009, the patient's results were repeatedly reactive cmv igm (1.33 and 0.99 au/ml) on the vidas analyzer. The following month, the patient's result from another sample was repeatedly vidas reactive (1.26 and 1.30 au/ml). The architect generated a reactive result of 1.03 au/ml. The patient came back on the event date, for further testing and the architect generated non-reactive results (0.79 and 0.77 au/ml). The account then retested the sample and the result was non-reactive (0.76 au/ml). Upon checking the message logs, the account observed multiple message errors 3000 (unable to process test, liquid not found) and 3350 (unable to process test, aspiration error for pipettor). There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). The cmv igg reagent was entered and is incorrect. The correct concomitant medical product is cmv igm reagent lot 72413lf00, 71352lf00.

Manufacturer narrative:
(B)(4). Evaluation: the architect isystem s/n (B)(4) used with the architect cmv igm assay to analyze samples, aberrant results. The complaint text indicates that discrepant cmv igm results were generated on one patient using an architect i1000sr analyzer. The following sample results: date: (B)(6) 2009, cmv igm result: positive, analyzer name: vidas; (B)(6) 2009, positive, vidas; (B)(6) 2009, positive, i1000sr; (B)(6) 2009, negative, i1000sr. After the negative cmv igm result generated on the architect i1000sr analyzer, the customer analyzed serum from the samples collected in (B)(6) and when analyzed on the i1000sr analyzer, the results were negative. The customer support center (csc) instructed the customer to examine the message history log and the customer stated that there are multiple instances of error codes 3000 and 3350 while analyzing samples. The customer replaced the pipettor probe on (B)(4) 2009. The customer returned questionnaire documents of the cmv ig-m and cmv igg reagent and calibrator lot numbers and expiration dates in use at the time of the customer reported issue. Also, the control values from (B)(6) 2009 are included. In the customer returned questionnaire, the date of the cmv igm calibrators is listed as (B)(6) 2009, and upon further communication with the country, the date of expiration is august 03, 2009 and that after a repeatability test of the qc, the instrument has been confirmed to be operating according to specifications. A query of the abbott database was performed. The total number of occurrences of inconsistent, erratic, and aberrant results due to instrument and/or operator issues was determined to be (B)(4). The current combined erratic result rate for architect i1000sr, i2000, and i2000sr falls below the established internal aberrant result rates at product launch. Architect system operations manual (pn 201837-105) may, 2008 section 10 troubleshooting and diagnostics: fluidic subsystems: fluidic subsystems are the hardware components that control the precision and accuracy of liquid level sensing, aspiration, and dispense. Additionally, these components distribute the fluids used to wash the probes. Examples: pipettors, probes, lls (liquid level sense) antennae, syringes and valves, dispensers, tubing, pumps, processing module circuit boards, and wam (wash aspirate monitor) thermistors. Symptoms: liquid level sense error messages (3000-3999), imprecise results, and/or erratic results. Section 10 troubleshooting and diagnostics lists the probable causes and corrective actions for erratic assay results (I system). Probable causes listed include probe tip is bent or damaged, pipettor probes are not straight and probe is not positioned correctly. The corresponding corrective actions are also listed. Section 10 troubleshooting and diagnostics lists the probable causes and corrective actions for error code 3000. Probable causes listed include probe is out of alignment, probe is damaged, liquid level sense and z cable has a poor connection and pipettor probe clamp is loose. The corresponding corrective actions are also listed. Section 10 troubleshooting and diagnostics lists the probable causes and corrective actions for error code 3350. Probable causes listed include pipettor probe clip is loose, probe is out of alignment and probe is damaged. The corresponding corrective actions are also listed. Architect cmv igm package insert (56-7560/r1): limitations of procedure: if the architect cmv igm results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with other data; e.g., results of other tests (cmv igg, cmv igg avidity), clinical impressions, etc. Based upon the data available, and the results of this investigation, the cause of the customer's issue was not identified, nor was any deficiency identified. This is the final report.